Event description:
A malfunction was reported by the caller involving a pump screen that failed to turn on despite troubleshooting steps, including button presses and charging attempts. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to mdi as backup insulin therapy.